Event description:
It was reported that a patient underwent a colostomy reversal on (B)(6) 2013 and suture was used. While closing the tissue, the needle broke. The area was palpated and a xray was done to locate and retrieve the needle fragment. The fragment was removed and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of medwatch # (B)(4).